Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, noise was observed on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition with no complications after the procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received indicates that the lead exhibited fracture. Related manufacturer reference number: 2017865-2020-06963.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.6cm was returned for analysis. The inner coil was found to be partially fractured at the middle region of the lead and the extraction tool was noted to be stuck inside the lead at this location. All eight filars of the inner coil were fractured at 36.5cm from the distal tip. The cause of the reported noise was isolated to the inner coil fracture.